Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer septal occluder was selected for implant. During the implant procedure, while the left atrial disc was being deployed, it presented in a cobra deformation. The device was recaptured and removed. The device was then tested on the bench and the cobra deformation continued to occur. There was no interaction with cardiac structures or angulation/kink noted in the delivery system. The occluder was replaced with a new 9mm amplatzer septal occluder, which was successfully implanted. There were no adverse patient consequences and the patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.